Event description:
During robotic gastric bypass surgery, the robotic stapler appeared to go through the tissue of the gastric pouch, but there were loose staple noted and a section where no staples closed the incision site on the gastric pouch. There were some intact staples prior to the unstapled area. FDA safety report ID # (B)(4).